Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the power capacitor breath delivery (bd) audio test portion of the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the bd power controller and the bd power distribution printed circuit board assembly (pcbas) as a pair. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd power distribution pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power controller pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned bd power controller pcba was attached to failure investigation test ventilator for analysis. The unit powered up and during est the unit failed bd audio test. Analysis identified a faulty capacitor c4 which could lead to no alarm during a complete loss of power to the ventilator. The cause of the event was isolated to a faulty capacitor c4 on the bd power controller pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator did not pass the power capacitor breath delivery (bd) audio test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.